Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the camera and completed the calibrations. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce an image inside a procedure and that the camera needs to be replaced. No pt injury was reported.